Manufacturer narrative:
The user facility reported the device broke off inside endo pouch during a laparoscopic cholecystectomy surgery. All pieces were retrieved from endo pouch. The device was discarded. No pt injury was reported. A voluntary medwatch report 1036027 was received. The instrument covered by this complaint was not available for an investigation of the incident. Neither has the lot number been communicated to us. Therefore, we have not been able to investigate the non-conformance described and/or trace back the instrument in question. Based on the catalog number, a trending of the last 5 years has been done enabling us to establish the following data: so far, a quantity of 2717 ea of this instrument pattern has been sold to our distributors. Our records show 8 complaints with various / different non-conformances and no MDR for this particular pattern in the last 5 years. As we have not been able to determine a clear root cause of the non-conformance described and the trending did not show any striking features, no corrective or preventive action will be initiated by us.